Event description:
Healthcare professional reported " device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, white particle in the inner of the device. A microscopic analysis was performed which identify, a broken sharp, opening crack, diaphragm, wear abrasion, delamination. Based on the device analysis, the final assessment is: a broken sharp in the diaphragm valve assessed, as unidentified (tear) opening. Delamination of the diapherm flange disk assessed, as adhesive failure. A crack on diaphragm valve, due to cracked valve seat diaphragm valve.